Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there erroneous results with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that there has been insufficient readings on hemoglobin and potassium. Addition information received from initial reporter: "I have been working with my crew to try to determine which lot number specifically has caused us an issue. I did not experience any issues with potassium. It was strictly the hemoglobin and hematocrit that was returning results that were low. The lot number of k2edta tubes that we were using that I have pulled out of use are not listed on your recall notice. I am trying to determine if it was the lot number(s) I pulled out of use or a prior lot. At this time I have not been able to determine that as we have not seen that issue since I called in. I am thinking that maybe the tubes in question may have been the remainder of an old lot that they had pulled off of a tray and used as there are often multiple lots in use in our facility at the same time. I will update you when (and if) I am able to determine the effected lot number(s)."

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there erroneous results with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there has been insufficient readings on hemoglobin and potassium. Addition information received from initial reporter: "I have been working with my crew to try to determine which lot number specifically has caused us an issue. I did not experience any issues with potassium. It was strictly the hemoglobin and hematocrit that was returning results that were low. The lot number of k2edta tubes that we were using that I have pulled out of use are not listed on your recall notice. I am trying to determine if it was the lot number(s) I pulled out of use or a prior lot. At this time I have not been able to determine that as we have not seen that issue since I called in. I am thinking that maybe the tubes in question may have been the remainder of an old lot that they had pulled off of a tray and used as there are often multiple lots in use in our facility at the same time. I will update you when (and if) I am able to determine the effected lot number(s).".